Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, two bands were interwoven together and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: correction: block b5: 28 nov 2025. The patient's condition following the procedure was reported to be stable. Block e1: initial reporter phone: (B)(6). Block h2: device evaluation: block h11: investigation results: the device was returned and it was found during visual inspection that the ligator had two bands attached to it and they were overlapped. Also, the slack was not taken up and the handle does not have evidence that the loop was secured to the post. Based on the evidence, the reported event of bands failure to deploy is confirmed. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Instructions specified the need to take up slack by pulling proximal end of trip wire and secure it in slot on handle unit, however, it was found that these instructions were not followed. According to the product analysis performed on the device, it was found that two bands were overlapped. This could be due to the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Also, it is possible the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. Lastly, depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure and making the bands not able to deploy accordingly, also getting them overlapped. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, two bands were interwoven together and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.